Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom which was not reproduced. The messages were confirmed through a review of the event history log, and were found to be caused by a loose 6 pin power connector. The rear case assembly was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, it had turned off without user input. There was no pt involvement.